Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with known extrinsic outflow graft obstruction (eogo) since (B)(6) 2024 (per-2024-0108297) was being monitored by serial computed topography (CT) scans. The CT from (B)(6) 2026 showed progression of occlusion since the scan in october of 2025. There were no flow changes or alarms noted on interrogation. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The progression of occlusion did not appear to be affecting the pump parameters at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed as no images were provided, and the patient remains ongoing on lvad support. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of pump parameters, including pump flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
CT images were not available. There were no changes to patient condition or anticoagulation status that may have contributed. No symptoms were observed. Patient had undergone routine monitoring of the known eogo since (B)(6) 2024 with CT scans, echocardiograms, and a right heart catheterization. The patient was scheduled for surgical release.